Event description:
Customer's mother reported customer was hospitalized on (B)(6) 2014 for high blood glucose. Customer's blood glucose was 700 mg/dl when admitted. He had woken up with ketones and he was vomiting. He was diagnosed with diabetic ketoacidosis. He was treated with an IV for three days and released once his blood glucose was stable. This was the first of two hospitalizations for diabetic ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.